Event description:
After a successful insertion of the catheter, the nurse pressed button to retract the needle. When she pressed the button, the luer adapter fell to the bed and then the floor. The nurse did not see where the catheter went, she assumed it entered the patient's blood stream. A portable c-arm was used to fluoro the hand and forearm, but revealed no catheter. One of the doctors examined the device and noticed that the catheter and metal retainer had retracted with the needle into the safety barrel. The patient was not at risk, but did require intervention.

Manufacturer narrative:
The sample was received on 03/30/2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4).